Event description:
A healthcare professional reported that a patient was injected with skinvive¿ by juvéderm® under the eyes, and the patient developed prominent under-eye bulge that looks like under-eye bags and seems impossible to resolve. The hcp would like to inject the patient with hyaluronidase to dissolve the hyaluronic acid.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.